Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/20/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/01/2015 with the following findings:no evidence of moisture ingress was observed behind the display lens or on the inside of the battery compartment. The battery compartment was observed to be cracked at the case seal. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no evidence of internal damage or defect was found. The reported issue was not duplicated.